Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right atrial (ra) lead was experiencing low pacing impedance and failure to sense. The ra lead was not installed and an alternate ra lead was implanted on (B)(6) 2022. The patient was discharged post-procedure.

Manufacturer narrative:
The reported events of low pacing lead impedance and failure to sense were confirmed. As received, a complete lead was returned in one piece measuring 51.8 cm for analysis. X-ray examination found over-torqued of the inner coil at the connector region of the lead. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found due to inner coil being over-torqued at the connector region which consistent with procedural damage. The cause of the reported events is consistent with procedural damage.